Event description:
It was reported that patient enrolled in clinical study and underwent left total hip arthroplasty on an unknown date in 1988. Subsequently, patient underwent a revision procedure on (B)(6) 2004 due to loosening. It was further reported patient was revised on (B)(6) 2008 due to acetabular loosening and fractured screw.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Implant date. Manufacture date. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04841 & 2014-02697).